Manufacturer narrative:
An event regarding disassociation and fretting involving a lfit v40 cocr head that was mated with accolade stem. The event was confirmed based on product inspection. Method & results: visual inspection: the returned head is shown in figures 9-12. Scratching was observed on the articulating surface of the femoral. Damage consistent with cyclic contact against the stem trunnion was observed on the inner taper of the head (figures 11 and 12). This damage is consistent with the loss of taper lock. The inner taper was examined further using a scanning electron microscope (sem). Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Material analysis: a material analysis has been performed. The report concluded: wear damage consistent with the loss of taper lock was observed on the stem trunnion and head taper. Biological material was observed on the porous coating of the shell and stem. Xrf showed that the stem, head, and shell components were consistent with the material call out on their respective drawings. Adhered material on the head taper was consistent with material transfer from the stem and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the devices with catalog numbers provided. Clinician review: a review of the provided medical records and x-rays by a clinical consultant was rejected indicating "... Right hip was revised due to disassociation of the head from the stem ... Trunnion wear, metallosis ...entire construct ... Revised ..."undated, unlabelled x-ray ap right hip demonstrating uncemented right tha, 2 screws in acetabular component, head disassociated from trunnion and remains in the acetabular component. Trunnion dislocated with erosion of the superior surface noted. No clinical or pmh, no op reports, no dated serial imaging studies, no examination of explanted components. The x-ray confirms the event description, but creating a medical report based upon a single x-ray is not possible." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, the following were noted: trunnion wear, metallosis in the joint, the trunnion penetrated the liner and scratched up the inside of the shell. Due to the shell's version (reported as almost neutral), the patient's entire construct including 2 screws were revised.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, the following were noted: trunnion wear, metallosis in the joint, the trunnion penetrated the liner and scratched up the inside of the shell. Due to the shell's version (reported as almost neutral), the patient's entire construct including 2 screws were revised.